Event description:
Pulmonary artery catheter balloon rupture reported. Report received from abbott international affiliate, abbott france, which states: "defective balloon, pierced and therefore impossible to inflate or burst because of the pressure." Additional info received states: "the balloon malfunction was noted by the user upon attempt to float/wedge the device. The catheter was replaced by another one. Pt's outcome: no clinical consequences." Additional pt info has been requested, but no further info has been made available.